Event description:
Caller reported that a malfunction alarm occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support to reset the pump and was informed to continue using it if the issue did not recur. Customer acknowledged and understood the instructions, and no further malfunction codes appeared after resetting the pump.